Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a left side "textured implant" with "peri implant fluid" confirmed via MRI. The device was explanted.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of seroma-late and anxiety-product/procedure was requested on january 19, 2024. Lot number 2612368 can be observed on the device. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported a left side "textured implant" with "peri implant fluid" confirmed via MRI. The device was explanted.